Event description:
It was reported the bronchovideoscope had no image when connecting to the main body. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, d9, h3, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the imaging unit due to stress during use of the device. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.